Event description:
The customer reported to olympus, the bronchovideoscope had image noise. The issue was found during inspection for use for an unknown type of diagnostic procedure. The procedure was completed using a similar device with no delay. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: image noise with no image displayed. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of image noise was confirmed. The device evaluation found the reportable malfunction of image noise with no image displayed due to damaged suction connector. The following non-reportable malfunctions were found during evaluation: suction connector had a scratch, control unit had a scratch, scope cover had a scratch, switch box had a scratch, grip had a scratch, angulation lever had a scratch, up/down angulation lever plate had a scratch, universal cord had a scratch, insertion tube rotation ring had a scratch, scope connector cover unit had a scratch, bending angle in up direction did not meet the standard value due to wear of angle wire, connecting tube had a dent, and connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and additional information based on corrected information. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, the bronchovideoscope most likely displayed a noisy image due to failure of the image sensor unit, a problem with the board inside the video connector, or a problem with the system. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination.3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.